Event description:
It was reported that the patient was seen in the emergency room. Upon interrogation, the atrial lead exhibited noise. The physician elected to change the device settings.

Event description:
New information indicated the lead had fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.